Event description:
The respiratory therapist could not get the co2 to work, prior to putting a ventilator on a patient so they sent this unit down to biomed department for repair and got another ventilator with a functional co2 module for use. Upon inspection of the system, biomed determined there was a pin broken or missing on the co2 module cable receptacle. When the r/t staff is not using the co2 module, they normally unplug the cable so that the unit will not alarm "co2 requires calibration". The multiple unplugging and re-plugging of this co2 cable is what contributed to one of the pins being broken. The cable receptacle is keyed so it cannot be plugged-in incorrectly. This device has only been in service for approximately 14 months. As of today we have had 3 devices with this problem. Per site reporter: the manufacturer replaced the co2 analyzer module, capnostat 5 with a new one.